Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 9/4/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customers condition has improved and she does not have diabetic symptoms. She called the paramedics and was advised to go to the hospital. Paramedics meter read 305mg/dl non-fasting. Customer refused to go. Customer did not have any treatment. Customer states she took more lantus insulin to get her blood sugar down. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for blood high glucose results accompanied by symptoms. The customer is concerned with the result of 595 and 269mg/dl. The expected fasting blood glucose test result range is 112 to 200mg/dl. The customer did report symptoms of having chest pains. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer states she feel physically well but states she is going to call the paramedics in order to have her glucose checked. Customer states her concern is due to high reading customer states her meter read 595mg/dl non-fasting and 20 minutes later read 269mg/dl non-fasting. Customer main concern is not erratic readings but rather the initial high result. Customer is worried because she will not have a meter until wednesday. Customer states she is feeling chest pain and is going to call the paramedics. Customer is home with her husband.

Manufacturer narrative:
(B)(4). Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customers condition has improved and she does not have diabetic symptoms. She called the paramedics and was advised to go to the hospital. Paramedics meter read 305mg/dl non-fasting. Customer refused to go. Customer did not have any treatment. Customer states she took more lantus insulin to get her blood sugar down. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for blood high glucose results accompanied by symptoms. The customer is concerned with the result of 595 and 269mg/dl. The expected fasting blood glucose test result range is 112 to 200mg/dl. The customer did report symptoms of having chest pains. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date is 9/1/17. The meter memory was not reviewed for previous test result history. Customer states she feel physically well but states she is going to call the paramedics in order to have her glucose checked. Customer states her concern is due to high reading customer states her meter read 595mg/dl non-fasting and 20 minutes later read 269mg/dl non-fasting. Customer main concern is not erratic readings but rather the initial high result. Customer is worried because she will not have a meter until wednesday. Customer states she is feeling chest pain and is going to call the paramedics. Customer is home with her husband.